Event description:
Procedure: vats. According to the reporter: the surgeon was transecting tissue and after he had fired the cartridge, he was unable to open the instrument. The surgeon inserted a clamp and he was able to pry the device off tissue. Slight tearing to tissue occurred which he repaired by suturing. A new handle and cartridge was opened and he continued on with the case. Or time was delayed approximately 15-20 minutes.